Manufacturer narrative:
The subject programmer followed the normal repair workflow and was returned back to the field.

Event description:
Reportedly, the subject programmer can intermittently automatically switch off during use and become stuck in a boot loop.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject programmer can intermittently automatically switch off during use and become stuck in a boot loop.

Event description:
Reportedly, the subject programmer can intermittently automatically switch off during use and become stuck in a boot loop.